Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient's ipg was explanted on (B)(6) 2018 for an unknown reason.